Manufacturer narrative:
Follow-up # 1 date of submission 08/02/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/11/2016 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. There was visible moisture corrosion in the battery compartment. The pump was opened and there was moisture found on the printed circuit board and battery compartment housing. Further testing was not able to be performed due to moisture in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the pump battery compartment was damaged. In addition, it was noted that there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.